Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system was not able to boot up. There is no report of death or serious injury associated with this complaint.